Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump had ramping numbers, followed by an unresponsive keypad. The blood glucose reading was 259 mg/dl. A battery replacement did not resolve the issue. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.